Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tmvr procedure with a 29mm sapien 3 ultra resilia valve in a 27mm magna there was no apparent issues with gaining venous access. Physician attempted to advance the first valve, but the physician kinked the sheath and the valve got stuck in the reia. Had to removed delivery and sheath together. Prepped new sheath, delivery and valve. Physician attempted to advance the second valve and the distal (outflow) struck got hung up on sheath in the rcia and tore the sheath. Had to remove both again. Decided to proceed with a dryseal, and the valve was advanced and deployed.

Event description:
Per clarification from the fcs, damage on the second sheath occurred at the same area of bent anatomy where the first sheath kinked. The valve did not exit through the second sheath. The fcs clarified that the second valve strut was not bent.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information provided by the field clinical specialist. Sections b5, g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per the additional information provided, it was clarified that there was no damage to the valve, as previously reported. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.